Event description:
Allegedly, the doctor was performing a procedure and during the procedure, the doctor noticed the ceramic beak on the distal end of the sheath broke off and fell into the pt; he immediately removed it. Procedure was completed and there was no serious injury to the pt.

Manufacturer narrative:
Eval of the instrument confirmed that the ceramic beak broke off the distal end inner tube. The instrument was in use for approx 5 yrs; we believe damage is due to wear of use and/or the beak making contact with a hard surface causing cracks resulting in weakness of material and eventually breaking.